Event description:
It was reported that arteriotomy closure of the right common femoral artery was attempted with two proglide devices, using a pre-close technique, via a 6f sheath prior to an impella procedure. Reportedly, a cuff miss occurred. The second proglide device was used with the same results. The sutures of two additional proglides were successfully placed using the preclose technique. The sheath was upsized to 14f and the impella procedure was completed. The successfully pre-placed sutures were tightened but hemostasis was not achieved. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It is unknown if the physician is trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the safety and effectiveness of the perclose proglide smc devices have not been established in the following patient populations: patients with ipsilateral arterial access sites punctured and compressed within 48 hours of closure. Note: the previous/initial puncture site may have the potential to re-bleed due to an unstable clot and/or anticoagulants, even if the new puncture site is successfully closed with perclose proglide device. The device was returned for evaluation. Inspection of the returned device revealed that both cuffs successfully captured the needles during the plunger deployment; therefore, the reported cuff miss could not be confirmed. However, inspection of the returned device indicated that the link was detached from the swage end of the posterior cuff during the needle plunger retraction which subsequently resulted in a failure to retrieve the suture and could appear very similar to the reported cuff miss. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The three other perclose proglide devices referenced are being filed under separate medwatch MFR numbers.